Event description:
It was reported initially that the patient's device was in its second overdischarge. (The first overdischarge was due to being in cardiac rehabilitation for 9 months; the patient was too sick to charge). The patient had stopped using the device a year prior as it would not hold a charge for more than a half a day and had no pain relief. The patient had attempted to get the device to reset. His caregiver speculated if the patient was recharging when he thought he was. Further information indicated that the patient was finally able to get the battery charged. The device went into power on reset (por). The company representative interrogated the device with good coupling, but the device went into end of service (eos) and would not turn on. The patient planned to request a battery change from his physician. Additional follow up was requested. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Lead model 377675 lot v000965 implanted:(B)(6) 2006 explanted:na. Lead model 377675 lot v000965 implanted:(B)(6) 2006 explanted:na. Programmer model 37742 (B)(4).